Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Customer returned two test strips only. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for low blood glucose test results. The customer's expected fasting blood glucose test result range is 110 to 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the porch. The test strip lot manufacturer's expiration date is 10/14/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer states she only has the three results in meter's memory, as she recently received this system on (B)(6) 2016. Customer states she has had no recent changes in diet, exercise or medications. Customer takes metformin for diabetes management.